Manufacturer narrative:
Evaluated 2 open or used reservoirs. Performed pre-fill reservoirs test per es9041. Found no air bubbles anomaly during analysis. Checked o-rings or stopper groove for defects and none was found. Conclusion: no air bubbles.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir had air bubbles. The customer¿s blood glucose level was 150 mg/dl. Customer stated that the size of air bubble was 1 millimeter. Customer noticed the bubble during therapy. Customer advised to remove the reservoir from the insulin pump. Customer was advised to check for leaks at the p cap connection, infusion tubing and reservoir, however there were no leaks. Customer was advised to change infusion set. The reservoir will be returned for analysis.